Event description:
During a coronary stent procedure of an rca lesion that had not been pre dilated, the physician first attempted to cross the lesion with a 24 mm x 3.5 express2 and was unsuccessful. He then advanced the 12 mm x 3.5 express2 and was still unable to cross the lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged. The stent was located in the groin, and unsuccessful attempt was made at retrieval. The undeployed stent remains in the patient. Patient status is listed as "okay".